Manufacturer narrative:
A steris service technician inspected the table and upon opening the table's column shrouds observed a "loop" of the translation sensor cable assembly to be protruding from the table energy chain. The loop of the cable exhibited damage. This damage created an open condition on the electrical circuit for controlling the table top slide function. Further examination indicated the protruding loop of the cable appeared to have been pinched between the shroud cover sections causing the observed damage. The technician replaced the damaged translation sensor cable cord and returned the table to service. No additional issues have been reported.

Event description:
The user facility reported that with a patient present and during the set up for a procedure, hospital personnel commanded the table top slide function via the hand control however, the table would not respond. No injuries were reported however, a procedural delay occurred due to the transfer of the patient to another table. The procedure was completed successfully.